Event description:
A (B)(6) male pt with a clavicle fx was implanted with a 3.5mm lcp clavicle plate in (B)(6) 2012. During a f/u visit, x-rays revealed a non-union. The pt was returned to the operating room on (B)(6) 2012, for removal and revision to an 8 hole clavicle plate.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn, as no device was returned and no lot number was provided.